Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the peg tube was pulled out of the stoma, the entire device was unintentionally pulled out from the patient. It was reported that the incision size was 10mm. The physician made another 10mm incision at a different site and completed the procedure with this device. The patient was then sent to the operating room to close the first incision, however, the device that was placed made the operation difficult. The physician removed this device from the patient and placed a different device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual analysis revealed that four of the five spacers supplied with this kit were found placed on the button body ranging from 2 mm to 5 mm. An examination of the button and the four spacers found no issues, the button was properly assembled. No other components were returned for evaluation. It was noted that the condition of the returned device could not be functionally evaluated with respect to feeding tube unintentional removal during the placement attempt. Per the additional information, the initial incision size was 10 mm. This incision size was too small which caused resistance during placement and most likely caused the user to apply excessive force when catheter was pulled through the abdominal wall. Because the customer failed to follow the directions for use regarding initial incision size, the most probable root cause of ¿use/ use error" is selected for the complaint.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the peg tube was pulled out of the stoma, the entire device was unintentionally pulled out from the patient. It was reported that the incision size was 10mm. The physician made another 10mm incision at a different site and completed the procedure with this device. The patient was then sent to the operating room to close the first incision, however, the device that was placed made the operation difficult. The physician removed this device from the patient and placed a different device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The patient's exact age is unknown, however, it was reported that the patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) unintentional removal of the peg tube. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.